Event description:
Customer reported an incidence of blood leak due to poor connection of bloodline to dialyzer. Seems to be difficult to connect to dialyzer port without cross threading occurring. It has been reported, this appears to occur mostly at arterial connection site. Report of major blood loss during treatment, (no machine alarm) which led to hypotensive episode. The pt lost -300ml of blood with no further adverse affect. Hb when taken during treatment after incident was 123 and 110 the next treatment. Given that, his hb was 112 in the previous month. No further treatment was undertaken.